Event description:
The clinician reports the implant was inserted (B)(6)2004 in fdi 23. Details of surgery: ridge augmentation. On (B)(6)2019, loss of osseointegration was verified. Patient presented with fair oral hygiene and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, bleeding, abscess and inflammation. No further patient complications were reported.